Event description:
This patient was admitted to the hospital for cardiac catheterization. The patient was currently taking aspirin and ticlid. The patient was taken electively to the cardiac cath lab, where angiography revealed an 100% instent restenosis (approximately 30mm long) of the previously placed 3.0 x 28mm penta bare-metal stent in the mid-lad. A bolus of 7,000 units of heparin was administered via IV. No act's were measured during the case. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.5 x 20mm balloon inflated to 4atms for 20 seconds. A 2.5 x 23mm cypher stent was deployed to 14 atms for 25 seconds. Then a 3.0 x 23mm cypher stent was placed in overlapping fashioin to the first stent was deployed to 18atms for 25 seconds with suboptimal results. The stent was post-dilated with a 3.0 x 15mm balloon inflated to 18 atms for 20 seconds. Residual stenosis was reported to be 0%. The patient was discharged aspirin and ticlip, for which he is reported to have been compliant. Three days later, the patient returned to the hospital due to chest pains. Repeat angiography demostrated a thrombosis of the newly placed cypher stents in the mid lad extending distally. Balloon inflations were conducted with a 3.0 x 8mm balloon inflated to 18 atms for five inflations. An intra-aortic balloon pump was also inserted to provide hemodynamic support (this event previously reported on MFR. Report # 9616099-2005-01194). New event: approximately 19 months post implent, the patient complained of chest pain. Angiography was conducted and a new stenosis was observed at the av branch of the rca. To treat the stenosis, coronary intervention was conducted; however, the details are unk. Approximately 10 days later, the patient complained of chest pain again. Angiography was again performed and a thrombous was confirmed inside the cypher stents originally implanted in the proximal to mid lad. To treat thrombus, aspiration thrombectomy was conducted; white thrombus was aspirated. Balloon angioplasty was also conducted with a 3.0 x 8mm maverick balloon. An additional 2.5 x 18mm cypher stent was implanted to 14atm for 30 seconds. The stented area was postdilated to 16atm for 30seconds (times two). Ivus was conducted and good wall apposition was confirmed. The patient was discharged after nine days in stable condition. Note: cjs23250 is not distributed in the us; however, it is similar to us product cxs23250. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-00572 and -00573.